Manufacturer narrative:
30-dec-2024 additional information it was intended to treat a moderately calcified lesion (98 percent stenosis degree) in a severely tortuous part of the proximal-mid left sfa. During the investigation, the stent was found to be fractured. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been partially released. The stent is stuck between the outer shaft and the distal radiopaque marker. The distal end of the outer shaft has flared and is located about 1 mm proximal to the distal radiopaque marker. The stent is severely deformed at its distal end and has fractured. The distal stent fragment is missing. The length of the remaining proximal stent portion is about 147 mm. The distal stent stopper is severely deformed, indicating application of a high force which was most probably induced during device withdrawal. Besides, the kink protector at the handle has fractured. Inside the handle, also the retractable outer shaft has fractured. The fracture sites are plastically deformed which is indicative for an overload fracture. Moreover, the proximal portion of the inner shaft is compressed. During the investigation, the device was properly flushed, a 0.018 inch reference guidewire was introduced, and a manual stent release was attempted but unsuccessful. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
A passeo-18 was used for pre-dilatation. A first pulsar-18 was successfully implanted. It was attempted to implant the complaint device 15 mm overlapping with the first stent, but the complaint stent could only be released halfway. After several unsuccessful attempts to release, the device was withdrawn slowly since it was stuck with the first stent. Finally, both stents were removed, and two other stents were implanted. The patient was observed for 15 minutes and then returned to the ward.